Event description:
It was reported that during a follow-up, device interrogation revealed one low impedance measurement from four months previous. In clinic measurements were all in range. The patient will be seen again at next follow-up in september.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.